Event description:
The hosp reported that during the saphenous vein harvesting procedure, the image on the endoscope was dark. No additional info was provided by the reporter. The hosp did not report any pt complications.

Manufacturer narrative:
Investigation results: visual inspection shows that the shaft is bent and the weld joint is cracked. The scope will be sent to scholly fiberopitcs for further assessment.